Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was not confirmed. The system controllers (serial numbers (B)(6)) were not returned for analysis, and no log files were provided. It is unknown which controller was exchanged first and which controller exchange was part of the alarm¿s resolution. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including driveline power fault alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient experienced a driveline power fault alarm that persisted despite previously exchanging the system controller. Log files were not sent at the time. The patient's modular cable and system controller were exchanged and resolved the alarm. The customer provided an image of the exchanged modular cable connector.

Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete. As.